Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for pseudomonas aeruginosa on two occasions. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the probe cover had foreign material. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 23 apr 2026 sampling from: all channels cfu: <1cfu bacterial identification: n/a based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be confirmed. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.